Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of no display and no capture, the generator passed all incoming vxi tests. Analysis did find that the lower case was broken. (B)(4)

Event description:
It was reported that the external pulse generator did not display or that it was not capturing. Atrial side indicated. It was also requested that it receive its calibration and testing. The generator was returned for service. No patient complications have been reported as a result of this event.